Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. During the procedure, a mitraclip xtw was successfully placed centrally on the anterior-septal leaflets. During deployment, there was a protrusion of about 3 cm of the mandrel while rotating the actuator knob. Troubleshooting was preformed by turning the actuator knob eight counterclockwise turns. However the cds remained attached to the clip. The sgc was advanced to gentle press the clip against the valve while simultaneously applying traction on the handle to force disconnection. This was successfully, the clip remained stable on the leaflets. A second triclip was successfully implanted in the central posterior-septal position to further reduce tr. The procedure was discontinued, the final tr was grade 3+. There were no adverse patient effects or clinically significnat delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.